Manufacturer narrative:
The device was checked by a dräger service technician in accordance to the extended manufacturers test certificate. No deviation has been identified. The device was found to meet the specification. The device log entries have been analyzed by the manufacturer. There exists one entry for a restart on the reported date of event. The device needed a power cycle to be able to reset and to restart. The root cause for the restart could not be identified. Analysis of complaint data of the last three years revealed that there exists only one similar event, which could be attributed to an extreme esd discharge. In the reported case no discharge was recognized by users. The event occurred when the device was re-connected to the aircrafts power supply. The device generated optical and acoustical alarm, which was confirmed by the received report. The patient system was automatically opened to atmosphere to allow spontaneous breathing. The oxylog 3000 has high immunity against electrical disturbances in accordance to the relevant standard. Nevertheless, we had to learn that in rare cases conditions can exist which exceed the requirements of the standard.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during use, it was discovered that the aircraft's inverters were turned off. The ventilator had been running for about 1 1/2 hours with no issues. They unplugged the ventilator while the inverters were being reset. Once reset, they plugged the ventilator back in and that is when the ventilator shut down. There was no reported injury to the patient. When they returned to base, they were able to restart the ventilator. It still had 4 bars for battery power. They able to go through the device check with no problems and they unit ventilated fine on a test lung.